Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis identified residue in the motor gear train that contributed to the motor stalls. The previously reported conclusion code (B)(4) no longer applies to this event and has been updated to (B)(4) recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient¿s pump was explanted on (B)(6) 2017 and his daily dose was adjusted to 500 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1246 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2017 the patient was in the office for a pump refill. The patient told the nurse he had been hearing an alarm coming from his pump. He first noticed it on (B)(6) 2017. The nurse interrogated the pump and reviewed the pump logs which showed the pump first stalled on (B)(6) 2017 at 19:10 and then recovered on (B)(6) 2017 at 7:23. The pump stalled again on (B)(6) 2017 at 15:13 and then recovered on (B)(6) 2017 at 7:28. It stalled again on (B)(6) 2017 at 10:36 and was still stalled at 13:00. The patient was set up to have the pump replaced. There were no environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics and/or troubleshooting were done. No patient symptoms were reported. The issue was not resolved at the time of the report. Surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.